Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and a vessel rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). A non bsc guide wire was advanced to the lesion and was predilated by a 1.5mm apex balloon. The physician then changed the apex balloon to a 2.00x12mm apex balloon which ruptured at 8 atm. The physician also noted that contrast material leaked from the proximal bond side of the balloon. The procedure was successfully completed with another device. During the procedure a "tiny vessel rupture" occurred and caused bleeding and blood flow to become worse. The vessel damage was treated by a non bsc stent and it was noted that the patient's condition improved after the treatment. The patient's current condition is listed as "stable." This product is only ous approved, but it is similar to a marketed us device.